Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices and esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the first band was succesfully deployed; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned with six bands attached to it and the ligator housing teeth were found bent. Also, it was observed that the trip wire was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the trip wire was not pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire wasn't pulled up to take up rest of slack. The IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." This condition could have possible occurred as the trip wire did not have enough tension with the ligator housing. It was also found that the returned ligator housing had six bands attached, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also the functionality of the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices and esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the first band was successfully deployed; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.